Manufacturer narrative:
1. Summary of investigation results: the sample was received for investigation. The investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event. There was an allegation of a questionable elecsys ft4 IV result from the cobas 8000 e 801 module for one patient. 2. Patient age range: asku 3. Patient weight range: asku 4. Patient sex breakdown: asku 5. Patient race breakdown: asku 6. Patient ethnicity breakdown: asku.